Manufacturer narrative:
Test strip lot #1020214027. Expiration date: 01/2016. Control solution lot: 1030713254. Range: 82-127 mg/dl. Nova biomedical awaits the return o the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called to report, "I am getting high blood glucose results when using my nova max link meter." It was reported to nova biomedical that a consumer received a result of 44 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips from the same vial getting a result of 86 mh/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.